Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number qlmlpb / y762h05, and no non-conformances related to the reported complaint condition were identified. Summary: visual analysis of the returned sample revealed that one sample, of product code y762, was received for evaluation. After investigation of the sample, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was found detached since the insertion end of the suture did not meet the requirement. The pull-out has been correlated to the manufacturing process due to this defect is caused because the suture was not properly inserted inside of the needle barrel hole resulting in a pull-out defect. Based on the information currently available, the pull-out was identified during the investigation of the sample received. This product issue will be addressed through quality system.

Event description:
It was reported that an animal underwent an animal surgery on (B)(6) 2021 and the suture was used. Upon evaluation, short insertion was observed in the strand.